Manufacturer narrative:
A review of the device history record (DHR) for lot number 513412 provided by the supplier indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. The supplier reported no documented issues during the production of this product. Two (2) container samples from lot number 513412 were returned for evaluation. Visual inspection observed no issues with the samples. Lids assembled easily to the container. The handling of the parts was in the same manner as the customer¿s environment. Neither sample broke or cracked through normal handling. Photographs were also provided. Review of the photographs did observe cracked/broken parts. The reported customer complaint is not confirmed from the samples provided. A root cause could not be determined. A probable root cause was determined to be packaging of less than full case quantities in inadequate packaging or mishandling by shipping/transport personnel. No corrective or preventive action is planned at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the bottom part of the sharps container is brittle, arrives broken, and cracks easily.